Manufacturer narrative:
Follow-up #1: date of submission 03/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2014 with the following findings: product analysis was unable to duplicate the delayed response on the ok button. Testing confirmed that the up, down, ok and contrast buttons were responsive. The keypad had no visible sign of damage. The keypad cover was removed to check the condition of the button contacts and no contamination or any other anomaly was observed. The pump was opened to check internal conditions and the keypad flex was firmly seated in the connector with no signs of damage or contamination present. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the ok button was difficult to press and intermittently unresponsive. There was no reported damage to the keypad and no signs of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.